Manufacturer narrative:
The returned device was analyzed and no anomalies were found.

Event description:
A report was received that the patient experienced a painful burning sensation at the ipg site, both internally and externally and the skin would feel hot. The patient reportedly turned off the stimulation but would continue to feel the painful burning sensation for up to 24 hours, and has occurred on four separate occasions, and the sensation would spread up the spine and down to her legs. The patient reported that attempting to stand and or sit, would cause the painful burning sensation in the leg and the ipg site. The patient underwent an unrelated procedure of thermal radiofrequency that was not device related. The patient underwent an ipg replacement procedure per the physicians preference and is recovering post-operatively. Database analysis revealed no anomalies with the ipg.

Event description:
A report was received that the patient experienced a painful burning sensation at the ipg site, both internally and externally and the skin would feel hot. The patient reportedly turned off the stimulation but would continue to feel the painful burning sensation for up to 24 hours, and has occurred on four separate occasions, and the sensation would spread up the spine and down to her legs. The patient reported that attempting to stand and or sit, would cause the painful burning sensation in the leg and the ipg site. The patient underwent an unrelated procedure of thermal radiofrequency that was not device related. The patient underwent an ipg replacement procedure per the physicians preference and is recovering post-operatively. Database analysis revealed no anomalies with the ipg.